Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a stenting treatment procedure stent thrombosis occurred. A 3.0x38mm ion stent was successfully implanted in the bifurcation of the circumflex (cx) to obtuse marginal (om). The patient was discharged with no patient complications reported. The following day the patient presented with chest pain and it was discovered that the ion stent had thrombosed. An unspecified balloon was used to successfully treat the thrombosis and the patient was changed from plavix to effient as it is believed that the patient may not be compliant with plavix. No additional patient complications were reported an the patient's current condition is fine.